Event description:
It was further reported that vascular access was obtained via the right femoral artery. The 8mmx80mm epic stent remained well positioned and well apposed to the vessel wall. One pre dilation was performed with a 5mm-40mm non bsc balloon catheter at 16atms. The 7.0 x 40, 135cm mustang balloon catheter was removed intact.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous left external iliac artery (eia). The target lesion was predilated with a 5mmx40mm balloon catheter. A 8mmx80mm epic stent was implanted. For post dilation, during the first inflation of a 7.0 x 40, 135cm mustang balloon catheter at 16atms a balloon rupture occurred. The mustang balloon catheter was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).